Manufacturer narrative:
A ge svc rep performed an on site investigation. The mcu board and cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a problem with the remote user interface. No pt injury was reported.